Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a zone 1 thoracic endovascular aortic repair (tevar) with carotid-carotid-subclavian bypass procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the plunger of the second prostyle device got jammed when attempted to be removed. The plunger could not be pulled out and because the needle was still locked into the footplate at this stage, the footplate could not be retracted; therefore, moving the lever back to original position was not possible. The prostyle device would not come out. The patients groin was surgically opened to remove the prostyle device. The inner vessel back wall was dissected by the process so that intimal flap had to be resected and tacked down. The vessel front wall had to be cut out with the device so needed to be patch so as not to narrow it down. The sheath was upsized to 20f and the tevar procedure was completed. Hemostasis was achieved surgically. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The retraction problem and the difficult to open or close was not confirmed. The entrapment is related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the posterior needle tip and/or cuff did not fully eject from the posterior foot pocket. When the plunger was pulled resistance was created due to the unreleased needle tip and the angle of the link to the foot pocket was likely sharp. Giving the plunger a stronger pull should have released the plunger, though a break of separation of the link, cuffs, or suture is probable. This would be similar to a typical suture separation or cuff miss.; however, this cannot be confirmed. The open foot would contribute to the difficult to open or close and the entrapment inducing the surgical procedure and vessel damage. The patient effects of vascular dissection and tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number updated.